Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Distractor was implanted on (B)(6) 2017. When the patient woke up the next day the distractor arm was broken. On (B)(6) 2017 the doctor removed and replaced the broken device with a new one.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated and it is determined that the complaint percentage falls within design risk limits adhered to at klm. A review of the product device history files was performed based on the lot number provided. No discrepancies were found in this investigation. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.